Event description:
It was reported that the gastrointestinal videoscope was improperly handled. Manual cleaning was performed under running water without immersion before placing it in the olympus endoscope reprocessor. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the process for the reprocessing has not been in line with the IFU for the subject device. Therefore, we presume that the manually cleaning has been missed since the users did not comprehend the correct process in the IFU. The events can be detected and prevented in accordance with the following IFU. The instruction manual reprocessing manual for gif-1200n describes the methods for a correct cleaning. Olympus will continue to monitor field performance for this device.